Manufacturer narrative:
The innominate and proximal right common carotid was severely tortuous making placement of the shuttle sheath difficult. There was a 180 degree bend followed by another 180 degree bend. With a non-cordis wire in the common carotid with some difficulty the shuttle sheath was placed into the right common carotid artery. The filter was then placed into the mid internal carotid artery. The internal carotid was predilated with a 4x30 mm aviator balloon, which was inflated at 15 atmospheres for 6 seconds. The patient had bradycardia and hypotension requiring atropine and neosynephrine. An 8.0/30mm precise stent was then deployed from the right internal carotid artery into the common carotid. The stent was post dilated with a 5.0 mm aviator plus balloon catheter. After balloon inflation slow flow was noted and thrombectomy was performed with the export catheter with no significant visible thrombus removed. The filter wire was then retrieved and a small amount of plaque was noted at the tip of the basket . Procedure complete at 12:49. Sheath was removed and a closure device was deployed at 12:55. At 13:03 patient was unable to move left upper or lower extremities. Smiles no facial drop noted. The cardiologist felt the left arm and left leg weakness, likely related to slow flow and hypotension which was gradually improving by the time she left the angio suite. The patient was transferred to the cath lab recovery area where neurology saw her at 13:21. The neurologist felt she had mild left weakness in her hand grip. The neurologist ordered a stat head CT, brain mrathe cath lab rn did his neuro assessment at 14:04 and felt the left hand weakness had practically resolved by the time she left the cath lab recovery area. Neuro exam done pre procedure by rn in cath lab did not note any neuro deficit. All carotid stented patients seen by a neurologist post procedure. The neurologist noted slight left hemiplegia as noted above. Many tests were performed. During an ultrasound of the cerebrovascular: "there is a 12 mm in diameter crescent hemorrhage in the right carotid sheath encasing the anterior and medial aspect of the right common carotid artery up to the level of the bifurcation where there is a right carotid artery stent. This hemorrhage is not associated with luminal narrowing. There is no carotid dissection or velocity criteria were extrapolated from the diameter data." However, there was an intimal dissection noted in the left internal carotid artery, the vessel not treated with the stent. There are no findings to suggest decreased blood flow through the carotid stent. The patient did very well with treatment. Carotid hemorrhage resolved on its own with no neurological significance. Patient was monitored and watched closely. Carotid hemorrhage actually did not present any medical problems. The patient was felt to be stable and was discharged eight days after the procedure. Neurology had signed off the case at this time and felt pt to be stable. She is scheduled for surgery for her replacement for her aortic valve disease and mitral valve disease. This is one of four products involved with the reported adverse event and the associated manufacturer report numbers are 9616099-2014-00153, 1016427-2014-00026, 9616099-2014-00221 and 9616099-2014-00222. The catalog code provided (424xxxx), represents an unknown aviator plus pta catheter. The catalog and lot numbers for the actual product used in the procedure are unknown. Concomitant medications: heparin, atropine, and neo-synephrine were given during the procedure. Pre and post-procedure medications given was aspirin. Concomitant devices: 5mm aviator balloon, 6mm angioguard, catalog # 60184rmc, lot #35220039, cook shuttle sheath, pronto thrombectomy catheter, and 8x30mm precise pro rx stent, lot# 15963335, catalog #pc0830rxc. Complaint conclusion: as reported by the sapphire study, the patient is an 81 year old female with hyperlipidemia, cardiac arrhythmia, CABG and coronary artery disease. The patient had dental work a week prior to carotid stenting. She noticed she had a bit of a droop post dental work, but never told anyone prior to her procedure. She only mentioned it after the neurologist saw her. The target lesion was located at the bifurcation of the right common carotid artery with a length of 10mm and a diameter of 8mm. The eccentric lesion was severely calcified in a concentric and circumferential manner greater than or equal to 3mm in width with a stenosis rate of 90%. There was no target lesion thrombosis. The vessel was a type ii arch vessel with severe tortuosity. The nih stroke scale score was 0 at baseline, and the patient was asymptomatic before the procedure. The rankin scale was not performed. The innominate and proximal right common carotid was severely tortuous making placement of the shuttle sheath difficult. There was a 180 degree bend followed by another 180 degree bend. With a non-cordis wire in the common carotid with some difficulty the shuttle sheath was placed into the right common carotid artery. During the procedure, a 6mm angioguard rx embolic protection device was deployed past the lesion to the mid internal carotid artery. Pre-dilation of the lesion with a 4x30mm aviator balloon was performed, which was inflated at 15 atmospheres for 6 seconds. After that, the patient had bradycardia and hypotension, which required the administration of atropine and neo-synephrine. Then, an 8x30mm precise pro rx stent was implanted at the lesion and post-dilatation was performed with a 5mm aviator plus balloon catheter, leaving a final stenosis rate of 30%. However, during post-dilatation the patient had a sudden onset of left hemiparesis, which was later diagnosed as an ischemic stroke. After balloon inflation, slow flow was noted and a thrombectomy was performed with the export catheter with no significant visible thrombus removed. The angioguard was successfully retrieved from the patient and found to have a small amount of debris in the basket. The patient left the angiography suite with the neurological deficit. Procedure complete at 12:49. Sheath was removed and a closure device was deployed at 12:55. At 13:03 patient was unable to move left upper or lower extremities. She smiles with no facial drop noted. The cardiologist felt the left arm and left leg weakness were likely related to slow flow and hypotension, which was gradually improving by the time she left the angiography suite. The patient was transferred to the cath lab recovery area where neurology saw her at 13:21. The neurologist felt she had mild left weakness in her hand grip. The neurologist ordered a stat head CT and brain mra. The cath lab nurse did the neuro assessment and felt the left hand weakness had practically resolved by the time she left the cath lab recovery area. Neuro exam done pre procedure by rn in cath lab did not note any neuro deficit. All carotid stented patients are seen by a neurologist post procedure. The neurologist noted slight left hemiplegia as noted above. Many tests were performed. Mra of the brain without contrast: ¿numerous small foci of acute to subacute infarction in the right cerebral hemisphere. There are also a few punctuate of acute to subacute infarct involving the left occipital lobe. No evidence for associated acute hemorrhage.¿ during an ultrasound of the cerebrovascular: "there is a 12 mm in diameter crescent hemorrhage in the right carotid sheath encasing the anterior and medial aspect of the right common carotid artery up to the level of the bifurcation where there is a right carotid artery stent. This hemorrhage is not associated with luminal narrowing. There is no carotid dissection or velocity criteria were extrapolated from the diameter data." However, there was an intimal dissection noted in the left internal carotid artery, the vessel not treated with the stent. There are no findings to suggest decreased blood flow through the carotid stent. The patient did very well with treatment. Carotid hemorrhage resolved on its own with no neurological significance. Patient was monitored and watched closely. Carotid hemorrhage actually did not present any medical problems. The patient was felt to be stable and was discharged eight days after the procedure with an nih score of 0. The rankin scale was not performed. The patient fully recovered with no residual deficits. Neurology had signed off the case at this time and felt pt to be stable. She is scheduled for surgery for her replacement for her aortic valve disease and mitral valve disease. The aviator plus balloon was not available for analysis. A review of the manufacturing records could not be conducted without a lot number. Hypotension and bradycardia are well-known potential adverse events associated with the carotid stent implantation procedure. The hemodynamic instability that occurs both during and after carotid stent implantation is influenced by the baro-receptors, which are located at the carotid bifurcation. These baro-receptors are stimulated by the stretch of interventional balloons and distal protection devices, initiating a reflex via the glossopharyngeal nerve. This results in a fall in blood pressure and bradycardia. These reactions are anticipated relatively short-term adverse events associated with the compression of the baro-receptors during balloon inflation and filter device manipulation. An ischemic stroke is a known potential risk associated with implanting a stent in a carotid artery and is listed in the IFU as such. It can be defined as a cerebrovascular disorder caused by deprivation of blood flow to an area of the brain, generally as a result of thrombosis, embolism, or reduced blood pressure. The act of stent expansion or post-dilatation, to optimally oppose a carotid stent to the vessel wall, temporarily obstructs blood flow to the cerebral arteries (ischemic process). The physical manipulation of the carotid arteries produces the risk of dislodgement of debris that may travel upstream to the cerebral arteries potentially disrupting perfusion. This act, inherent to the procedure may have contributed to the reported event. A blood vessel that is not blocked, but is extremely narrowed, can also cause an ischemic stroke. The blocked or narrowed arteries deprive brain cells of oxygen and nutrients, leading to nerve cell death. 80% of all strokes are ischemic. During ischemic stroke, diminished blood flow initiates a series of events (called ischemic cascade) that may result in additional, delayed damage to brain cells. Early medical intervention can halt this process and reduce the risk for irreversible complications. Review of the information suggests that patient, vessel and procedural factors may have contributed to the reported events. A hemorrhage at the carotid wall is a common procedural complication associated with carotid stenting procedure and is in the IFU as such. This injury could have occurred during any time during the procedure in which a new device was introduced or removed. It is most likely that handling and procedural factors led to the hemorrhage reported. There is no evidence that manufacturing issues contributed to the reported events. Review of the available information suggests that patient factors and/or vessel/lesion characteristics may have contributed to the events. No corrective or preventive action will be taken, given that; with the DHR and the information provided, the reported event does not appear to be related to the manufacturing process.

Event description:
As reported by the (B)(4) study, a patient had a sudden onset of left hemiparesis during post-dilation with an unknown balloon catheter after an 8x30mm precise pro rx stent was implanted with an angioguard in place past the lesion. The patient was diagnosed with an ischemic stroke. It is currently unknown if treatment was provided. The patient fully recovered in over 24 hours with no residual deficits and was discharged 8 days later. The target lesion was located at the bifurcation of the right common carotid artery with a length of 10mm and a diameter of 8mm. The eccentric lesion was severely calcified in a concentric and circumferential manner greater than or equal to 3mm in width with a stenosis rate of 90%. There was no target lesion thrombosis. The vessel was a type ii arch vessel with severe tortuosity. The nih stroke scale score was 0 at baseline, and the patient was asymptomatic before the procedure. The rankin sale was not performed. During the procedure, a 6mm angioguard rx embolic protection device was deployed past the lesion, and pre-dilation of the lesion was performed. Then, an 8x30mm precise pro rx stent was implanted at the lesion and post-dilatation was performed with an unknown balloon catheter, leaving a final stenosis rate of 30%. However, during post-dilatation the patient had a sudden onset of left hemiparesis, which was diagnosed as an ischemic stroke. The angioguard was successfully retrieved from the patient and found to have debris in the basket. The patient left the angiography suite with the neurological deficit. The patient fully recovered with no residual deficits in greater than a 24 hour time frame. It is currently unknown if treatment was provided. The patient was discharged 8 days later with an nih score of 0. The rankin scale was not performed.

Manufacturer narrative:
This is one of four products involved with the reported adverse event and the associated manufacturer report numbers are 9616099-2014-00153, 1016427-2014-00026, 9616099-2014-00221 and 9616099-2014-00222. The clinical events committee (cec) agreed that a cva-minor, ipsilateral, ischemic/embolic occurred and was procedure and device-related. Additional details were received from the cec meeting minutes: on (B)(6) 2014 at 11:44 she underwent the index procedure with delivery of the angioguard rx ecgw, pre-stent balloon angioplasty and placement of one precise pro stent in the right bifurcation cca. During the procedure, she developed bradycardia and hypotension requiring administration of atropine and neosynephrine. The patient developed neurological deficits during slow flow with left arm and left leg weakness, which was gradually improving by the time she left angiographic suite and completely resolved as she left the catheterization lab, according to the catheterization report. Repeat angiography showed no loss in cerebral vessels. The procedure ended at 12:49. Per neurology consultation on (B)(6) 2014, after the procedure around 13:00, during the nursing assessment the patient had left hemiplegia. At the time of consultation, the patient was reported to be ¿rapidly improving.¿ neurological exam found the patient was awake, alert, and fully oriented, with no aphasia or dysarthria. Visual fields were full to confrontation, there was no nystagmus, the face was symmetric and the tongue was at midline. Motor exam showed mild left distal weakness in hand grasp, 4+/5, no pronator drift and no dysmetria. Lower extremity motor exam revealed left lower extremity 3/5; unable to assess coordination in lower extremities due to weakness. Sensation was intact. He toes were upgoing on the left and equivocal on the right. Assessment: suggesting a right hemispheric stroke or tia, procedure related. The patient was not a candidate for tpa due to rapid improvement in her symptoms and a low nih stroke at that time. Imaging studies were suggested. A head CT scan on (B)(6) 2014 was negative. A neck cta reported a patent carotid stent. There was a finding of neck hemorrhage incasing the stent, but without lumen narrowing. Emergent carotid ultrasound reported patent carotid stent and no dissection. The neurological event form reported sudden onset of neurological deficits that lasted greater than 24 hours and fully resolved. On (B)(6) 2014, the nih stroke scale score was 0 and the rankin stroke scale score was not evaluated. The patient was discharged on (B)(6) 2014 on asa. Medical history: a history of bioprosthetic aortic valve replacement and renal transplant was noted.